Manufacturer narrative:
The root cause of this incident has been determined to be clotting due to low dosage of anticoagulant. Blood pump alarms are triggered when the presence of air is detected in the blood pump. In most cases, these alarms are cleared by the operator using saline boli. In this case the bowl was clotted and the pump was unable to draw fluid so air was drawn instead. There is no patient hazard because any air that might be returned to the patient is detected by the air detectors triggering an occlusion of the tubing lines. No leaks were reported. Clots were observed in the plasma return bag, possibly some small ones in the photoactivation module. Blood in the centrifuge bowl was clotted.

Event description:
The ecp operator reported that the blood pump alarm was actuated in the empty bowl mode in cycle 4 of 6. No evidence of leaks or air was visible in either line from the bowl. The ecp operator noted that there appeared to be a clot in the plasma return bag and possibly some small clots in the photoactivation module. The ecp operator then initiated 2 or 3 saline boluses to clear the clots without success. One bolus was stopped early with the volume in the first bolus being 50 ml and the second one for 100 ml. On one occasion the ecp operator noted an empty saline alarm and did not deliver the bolus but the alarm continued. The ecp operator was advised by field service that the presence of clots may mean that the alarm may not clear, and that the treatment may not be continued. The site was advised to consult the supervising unit physician before returning any cells to the patient in light of observation of the clotting. A follow-up call from therakos to the ecp unit confirmed that the bowl was clotted and that the patient lost approximately 400 ml of blood. The patient has been previously treated before with the same anticoagulant plan without clotting being noted.